Event description:
Information received from the (B)(4) clinical database. During the procedure, it was reported that the physician attempted to deploy three pipelines, but they would not fully open, so they were removed from the patient. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event were returned for evaluation not fully opened and the braids were found damaged on all three pipelines. The damage to the braids most likely prevented the pipelines from fully opening. The other devices involved in the event are as follows: model: fa-77450-16 / lot: 9641024 / dom: 09/10/2012 / exp: 09/10/2015; model: fa-77450-18 / lot: 9646144 / dom: 09/20/2012 / exp: 09/20/2015. (B)(4).